Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: all of the keypad buttons were found to be intermittently responding. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: all of the keypad buttons were found to be intermittently responding. The keypad was found to be intact. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the event the display lens was found to be display was coming off and contamination was observed on the display screen.